Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0yl4k, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that the patient's pocket incision opened up and the skin could not heal back together. The device had to be removed. It was unknown what led to the event. The hcp tried to close the wound and the rep believed was successful but the patient decided in the end she wanted it explanted. The issue was resolved at the time of the report. The product was discarded at the time of explant. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was reported about this event. If additional information is received, a follow up report will be sent.